Event description:
It was reported that the patient's implantable neurostimulator experienced telemetry issues and an overdischarge had occurred. The device had not been charged for four weeks. The manufacturer representative was able to recover the battery, and the neurostimulator was recharged. Also, the patient experienced a loss of therapeutic effect, following some unspecified form of trauma. A revision surgery was, subsequently, performed and the lead was removed and replaced. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
The a loss of stimulation occurred after a recent fall. The impedance measurements were normal at the time of surgery. Post surgery, the patient indicated she had never recharged her device. The patient received additional training on recharging.

Manufacturer narrative:
Lead model unknown, lot# unknown, implanted:2009-(B)(6). Explanted:2011-(B)(6); programmer model 37743, lot# nke131933n; recharger model 37752, lot# nka129793n.